Event description:
It was reported that during central processing, the customer observed "plastic melting at distal tip leaving a crater" on the maryland bipolar forceps (mbf) instrument. There was no patient involvement. Intuitive surgical, inc. (Isi) followed up with the hospital staff and obtained additional information. The customer noted that the instrument had no thermal damage. It was not melting but corrosive damage due to some chemical exposure. The customer indicated that there were no issues with the instrument in the last procedure. There was no patient harm and no arcng issue reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps (mbf) instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation found the primary finding of thermal damage on the bipolar yaw pulley to be related to the customer reported complaint. The instrument was found to have charring and localized melting at the grip base on the exterior of the yaw pulley. The instrument passed the electrical continuity test. The conductor wire did not exhibit any signs of insulation damage or breakage. No additional damage was found on the distal end or the back end of the instrument. This failure is typically associated with mishandling/misuse.